Event description:
It was reported, the generator was showing electrical error e433. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5.

Event description:
From due diligence with the user facility, the following additional information was obtained regarding the suggested phenomenon: the procedure to be performed was diagnostic, but the name of the procedure remains unknown, per the user. It was reported that the phenomena was found in preparation for use, not in actual use, and that there was no delay caused. Patient data remains unknown, including data pertaining to their state of sedation/anesthesia, and will not be made available. It was further reported that the intended procedure was completed using a similar device. Concomitant device use with the subject device remains unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a failure of the printed circuit board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.